Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the unit was evaluated and the reason for return: "fill chamber is backing up" could not be duplicated. Unit will be sent to long term hold after evaluation. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that the fill chamber is backing up. The tubing set was replaced, and the fill chamber continued to fill up. A second device was used to complete the procedure with no patient consequences reported and no delay in the procedure. The device will be returned by the customer. Additional information received by mitek complaints on (B)(6) 2015 on the phone: the sales rep confirmed the back flow was from the saline bag and that the fill chamber was overfilling. The sales representative reported that no fluids from the patient backed up into the tubing or pump.